Manufacturer narrative:
The bowel grasping forceps has one jaw broken off. Mostly likely due to excessive force that caused the jaw to break off. Customer purchased instrument on (B)(6) 2014 and has been in use for approximately 3 years. Probable cause of damage is stress overload and wear of use.

Manufacturer narrative:
The bowel grasping forceps were not returned to karl storz for evaluation.

Event description:
Allegedly, during a laparoscopic bowel resection, the grasping tip on bowel grasper broke inside the patient. The doctor retrieved the broken tip immediately and completed the procedure. The hospital reported that there was no injury to the patient.